Event description:
Report received from the USA stating that the device had a "tear in the hose" which was discovered in sterilization. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.